Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/08/2017 with the following findings: there was moisture observed in the battery compartment along with the battery compartment being cracked. The leak test failed due to the crack. Unrelated to the original complaint, the display was dim and discolored. The pump was opened and no further moisture was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.